Event description:
It was reported that after insertion of the iab, the position was checked under fluoroscopy. Approximately 30 minutes later, blood was noted in the gas tubing. The iab was removed and replaced without any complications.